Event description:
Monitor was being installed on a new roll stand cart that was just purchased for it (roll stand was made for monitor and purchased from MFR). User was screwing the monitor onto the stand and it was a bit loose so he was unscrewing to make it tighter and as he unscrewed it started to spark and caught on fire. Flame was put out by the users using a fire extinguisher and the fire department came and took the device outside. The user never met any resistance while screwing or unscrewing. Manufacturer response for endoscopy patient monitor, ambu aview 2 advance (per site reporter). The MFR is coming onsite on friday to look at the system.